Manufacturer narrative:
Initial reporter phone no. - (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent, fever, abdominal pain and headache. The breach in aseptic technique was not further described. The patient was hospitalized five days after the onset of event and began treatment with tazid injection (1g, every day for 28 days). Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.